Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Also the pin that connects the stop to the inner drive shaft has sheared. As the driver is tightened to the screw with torsional force, there is lateral force on the stop and in turn the pin once the force is too high the pin will shear. The above findings are consistent with torsional overload.

Event description:
It was reported that the "patient underwent a spinal surgery at l1-s1 with pso at l3. The patient had osteochondrosis and pretty hard bone. During the procedure, the tip of screwdriver broke off and remained in the screw. It will be difficult to take the screw out again. This procedure was a revision surgery. The patient was fused years ago and had a flat back. So now with the pso and longer instrumentation the sagittal alignment was restored."